Event description:
It was reported that patient was not feeling stimulation. During interrogation, the battery status was "ok" but longevity results were unknown. It was later reported the patient had a broken lead. The patient noted she had fallen in the last year. It was later reported all electrode combinations read >4000 ohms, except for one monopolar pair. The health care provider (hcp) decided to revise the entire system. Following the revision, the patient was receiving "appropriate" sensory stimulation after surgery.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID unkn-ld, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type programmer, patient. (B)(4) - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial #(B)(4), found insignificant anomalies and the device was functionally okay. Analysis of the quad lead found that the lead body conductors were broken at or near the tines.